Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' tips were found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "when checking the catheter before use, the hcp found that the catheter tip was damaged."

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' tips were found with foreign matter on them before use. The following information was provided by the initial reporter, translated from japanese to english: "when checking the catheter before use, the hcp found that the catheter tip was damaged." "Bdj confirmed fm attached on the catheter tip."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22ga bd insyte autoguard blood control IV catheter unit without packaging. The unit consists of the catheter adapter assembly and the protective needle cover. In addition, three photographs were submitted which displayed similarities to that of the returned unit. Through the visual examination, damage was not observed on any areas of the catheter tubing or adapter assembly. Foreign matter was observed as a clear substance with strands near the tip of the catheter. Further spectral analysis was performed to identify the foreign matter. This testing revealed the clear substance to be silicone which is used in the lubrication process and the strands were likely cardboard. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the foreign matter of cardboard resulted from the manufacturing of the device or from the user environment. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' tips were found with foreign matter on them before use. The following information was provided by the initial reporter, translated from japanese to english: "when checking the catheter before use, the hcp found that the catheter tip was damaged." "Bdj confirmed fm attached on the catheter tip."

Manufacturer narrative:
Correction: after performing the investigation, foreign matter was confirmed at the tip of the device. The following fields have been updated: b.5. Describe event or problem: it was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' tips were found with foreign matter on them before use. The following information was provided by the initial reporter, translated from japanese to english: "when checking the catheter before use, the hcp found that the catheter tip was damaged." "Bdj confirmed fm attached on the catheter tip." F.10. Device codes: 2944.